Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis patient reported a fluid leak during treatment. The leak was identified on the floor following treatment. The leak came from an unused line of the tubing set which was not clamped. The patient discarded the cassette sample. The patient's effluent was clear. The patient did not take any prophylactic antibiotics. The patient did not have any health complications.